Event description:
Customer reported unresponsive buttons on her keypad when she attempted to bolus. She also reported the numbers were ramping on her insulin pump. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with currents in spec. No unexpected failed battery or battery out limit alarms noted. The insulin pump was unable to complete the prime test due to cracked end cap. No further testing could be completed due to prime anomaly. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).